Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that fluctuations in pacing impedance measurements had been noted for approximately 10 months. The physician plans to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.